Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was offered assistance which they did not want. Further information received from the patient on (B)(6) 2017 reported that the patient really needed a doctor and someone to help them. It was noted that they were still having ¿issues¿ with their doctor¿s office. The patient also reported that when they met with the manufacturer¿s representative and the ins was turned on, they ¿flew out of her seat, ripped it out and threw it at her¿. This had occurred not long ago, ¿maybe 2 months ago¿. The patient stated that ¿they went through all of the settings and spent a couple of hours trying to fix it¿.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had waited 17 months for explant and they were finally going to do the surgery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she went on a waterpark roller coaster and her implantable neurostimulator (ins) popped out of the pouch. The patient said it has a hairline skin corner and wants to pop out and it has happened twice. The patient reported that their healthcare provider fixed it and instead of 1 stitch put in 3. The patient also reported that she got up out a chair and her ins got hooked on it. When she moves, it stabs her and a wire is poking out. The indication for implant was non-malignant pain.

Manufacturer narrative:
Product ID 39565-65, (B)(4), implanted: (B)(6)2012 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was having surgery (B)(6)2018 to have the neuros timulator (ins) removed. The patient reported that the ins has been out of the pocket for 17 months and stimulation was going up her ribs for 17 months. The patient reported that she recently turned on the stimulation again and it went up her ribs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39565-65 lot# (B)(4) implanted: (B)(6)2012 explanted: product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient has a "bad stimulator." The patient has been wanting to remove the device for a year. Additional information was received. The patient stated they were rejected from a healthcare provider (hcp) and they were having a difficult time getting a psych evaluation. The patient said they were having difficulty getting care. The patient reported that their body shakes when they sit up. The patient tries her bestto walk without feeling the pain of the wire pulling. The patient mentioned doing a new trial and said something about helping with the psych side of things. The patient reported it is painful when she twists. The patient said she is going to meet with a hcp on (B)(6) to resolve the issues. The hcp knows that the patient wants the lead and ins removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient's ins site is really hurting, it is going towards her spine in her left buttock but it going towards her right. Patient said if they sit and goes to bend over it wants to tear out of the patient. The patient sits on their right side because they cannot sit on her left side. The patient was crying several times during the call. Patient said they are injured, can barely drive and has been stuck in bed for like "a month 2.5 weeks straight, when the patient tries to get up to go to the store the patient has to leave the store because it is too much. The patient is disabled. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that the patient was still waiting for a referral and was still in pain but feeling a little better. The patient also reported that she noticed the implant was popped out of the pouch in the previous year when it was ¿moved over the last time she was in the ER¿. It was noted that their leg issues, the patient was soaking her leg with perform made by biofreeze, puts on an ace bandage, and took baths with lavender and epsom salts. On (B)(6) 2017, it was reported that the patient was concerned with the implant hitting her spine because it was so close and she had an appointment with their doctor scheduled for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was in the ER three times for the neurostimulator (ins) situation. The patient stated that they could not walk on their right leg and later stated that they could not stand. They reported they were given pain medication, but it was not working. The patient stated they had a bad infection. They reported that the ins was sticking in their back and sometimes if they moved the wrong way, it would be painful, so they felt like they were going to throw up. They reported that they waited five days laying in bed and they put perform on their back in the spine area. The patient reported that they saw a healthcare professional (hcp) who told them that they needed to go through testing. The hcp told the patient that they could remove the system. The patient stated that they were told by another hcp that the lead could not be removed because it was tucked up in their spine, but the new hcp said they could do it. The patient reported they had an hcp appointment on (B)(6) 2017. No further complications were reported. Additional information was received from a consumer regarding the patient. It was reported that the patient saw a healthcare professional (hcp) who looked at their implantable neurostimulator (ins). The patient was now trying to go to the mayo clinic. The patient stated they were reviewing their information. They reported that they got all puffy and the hcp told the patient they had a bad infection. The hcp told them not to touch it until they got to mayo. The patient also reported that the stimulator was now about an inch away from their spine. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her stimulator (ins) was moving closer to her spine and that the ins was about an inch away now and this had been going on since last year when ¿it popped out of the pouch.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device is not working, and they want it removed. The patient is frustrated, and things are not happening as fast as they want them to. They mentioned that they were scared, and started to cry at the time of the report. They added that they have been up all night. The patient stated that they are on pain medications, but they were going to take away all of their medication. They added that their device is ready to come through their skin, but hasn¿t yet. Additional information received from the patient¿s daughter indicated that the patient met with their healthcare provider, and noted that an x-ray confirmed that the patient¿s ins and leads have not moved. They stated that the healthcare provider will not remove the device at this time. Additional information was received from the patient on (B)(6) 2018. The patient stated that they had been in a state of shock, and apologized for previous calls to patient services. The patient expressed further frustration regarding improving her pain condition, and their healthcare provider experiences. They elaborated on the state of the ins, and stated that they can feel the l-shaped corner and all of the gadgets and wire. The patient also mentioned that the back of their head hurts, like a bunch of needles. The patient mentioned that if they have their ins removed, they want to ensure it is sent back for analysis. They indicated that they need all of this to be fixed, and is going to go ahead with meeting a psychiatrist. The patient is worried they are going to end up crippled. Additional information received from the patient on (B)(6) 2018 indicated that the patient decided to turn on the stimulation, and had to pull over while driving, because it was hurting the back of their head so badly. The patient then turned the stimulation back off. The patient was to continue to follow-up with their healthcare provider regarding their issues. Additional information received from the healthcare provider indicated that the patient will need to get their psychological tests before any other issues can be addressed. They noted that they are not sure how patient passed her psychological test to get the device to begin with because it appears that patient has many psychological issues. The healthcare provider office has never noted anything like or has any info on notes that suggests that patient had seizures/infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's head is hurting, their whole right leg is going numb, the patient cannot walk on this leg, and their other leg is hurting. Patient said they cannot lay, because if the patient lays on their right side the box is coming all the way. It kind of pulls to the right if the patient lays on the left side, it is hitting something. Patient said at the ins site there is a big lump, it seems like there is big bump there now where the patient thinks the wire goes in. The patient also reported no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep received the product and was sending it in for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator "popped out of the pouch" and the doctor had to have a post-surgery. The patient found a new doctor, but they refused to do the surgery. The patient also reported that they saw a psychiatrist and in "the reports," it said that the patient was bipolar. The patient stated that they are not bipolar. No further complications are anticipated.